Event description:
It was reported that patient heard an alarm; however telemetry did not confirm the alarm. Patient heard an intermittent critical sounding alarm 3-4 times on (B)(6) 2012. The next day, the interval was set to every 10 minutes, but an alarm was not heard. There were no alarms in the logs or an option to silence the alarm. Healthcare provider (hcp) planned to monitor patient closely and have patient log when/where he heard the alarm. There was no change in symptom control/ therapy appeared to be working well. Drug delivered via the device was morphine 50mg/ml at a daily dose of 11mg. As of (B)(6) 2012, patient continued to hear the alarm but not at 1 hour intervals and no alarms appeared on the pump logs. Hcp planned to monitor patient over the weekend; patient had not had any return of symptoms, so it was believed that the pump was still working properly. As of (B)(6) 2012, patient continued to hear the alarm and believed it to be critical. The pump logs were checked back to implant date and no alarm was noted. It was added that patient was "only hearing the pump alarm in his home"; any magnetic/emi interaction were denied. There was no therapy or medical problem. The pump was then replaced.

Event description:
Additional information received reported that following pump explant and replacement; the patient was "doing great with new pump and receiving effective therapy". Also reported; there was no patient injury. Although, there were no alarms seen on the pump log, a manufacturing representative did confirm a critical alarm was occurring.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. No critical alarm was seen in the initial printout or initial reading. The pump passed the alarm test. No anomalies were noted in the pump logs.

Manufacturer narrative:
Catheter model: 8703w, lot# l34868, implanted: 1995 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.